Event description:
Pt claims pump randomly locks pt out of pump and will not allow the pt to access the screen to enter the pin# to unlock pump. Pt also claims that the pump is reading 4.2 units for bolus when he only administered 4.0 units.